Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, it was noted that the device clevis arms were bent at a right angle. Reportedly there was no difficulty inserting the device into the scope and the device was inspected/tested prior to use with no anomalies noted. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the washer tail was bent out of the clevis and one pull-wire was broken. The device would open in a right angle due to the broken pull-wire, therefore no further functional testing could be performed. The fractured pull wire was sent for sem material analysis, and it was determined that the fracture surface was caused by a reduction of the cross sectional area of the pull-wire in a bending overload direction. Fuerthermore, no material anomalies were noted. The condition of the returned incident device visually confirms the reported condition since one pull-wire was broken causing the jaws open in a right angle. Material analysis concluded that the pull-wire received torsional overload movement which consequently caused the fracture. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device during the failure.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010.according to the complainant, during the procedure, it was noted that the device clevis arms were bent at a right angle. Reportedly there was no difficulty inserting the device into the scope and the device was inspected/tested prior to use with no anomalies noted. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.